Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that when injecting medicine, there is leakage between the connector at the tip and the tube. The leakage occurs even when the injection is done slowly. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, the reported issue was duplicated. The root cause of the issue was solvent application error. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.